Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing a touch panel error e333 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found there was abnormality of the device. The device worked normally after replacing a touch panel of the device with a spare touch panel. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause was unknown; however, omsc assumed a potential cause as follows. - the touch panel of the device was broken by some cause. The instruction manual of the subject device states the corresponding method in case of an abnormality.